Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed power error detected alarm. Customer blood glucose reading was 8.5 mmol/l. Troubleshoot was performed. Power error detected alarm reappeared after troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test. Sleep current measurement and active current measurement within specifications. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected power error detected noted during testing. However, power error detected and low battery alarm noted in trace download analysis due to intermittent non-sleep anomaly software error. Insulin pump received with cracked retainer, cracked battery tube threads and cracked case at battery tube side.